Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examinations of the lead found no anomalies. The stylet insertion test was performed and found the stylet could not advance beyond the middle region. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event was due to inner coil being clogged with blood.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the stylet could not be inserted into the right ventricular (rv) lead. The physician did not use the lead, and a new right ventricular (rv) lead was implanted. The patient was stable.